Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with blood glucose levels over 600 mg/dl. Troubleshooting was performed, and the insulin pump passed the prime test. It was also stated that the insulin pump had a crack on the casing. Advised that the insulin pump would be replaced. Nothing further was reported.